Event description:
It was discovered in a literature review by medtronic neurosurgery that a neuropen neuroendoscope had poor image quality. According to the article, this caused a ventricular catheter to be malpositioned and a surgical revision was required to correct this. It was also stated that the product was a reuse.

Manufacturer narrative:
The report came from the literature article titled "selective use of intra-catheter endoscopic-assisted ventricular catheter placement: indications and outcome," published in child's nervous system (B)(4). The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional information. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of the device's performance was not possible. A review of the manufacturing records was also not possible due to the lot number being unknown. The instructions for use that accompany the device caution that the device is for single-use and that "resterilization can damage the product, potentially leading to patient injury." In correspondences with the article's author, he suspected that the device's low visualization was attributed to its resterilization.